Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on an unknown date in 2011, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. On (B)(6) 2016 a type ib endoleak within the right common iliac artery was successfully solved with the implantation of an additional gore excluder contralateral leg endoprosthesis. The internal iliac artery was intentionally covered. The cause of the endoleak was reportedly disease progression. The patient tolerated the procedure.